Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received after filling a cartridge with 280 units of insulin. Reportedly, the customer had filled the cartridge with air prior to filling with insulin. Tandem technical support guided the customer through successfully loading a new cartridge onto the pump. Customer's blood glucose level was 150 mg/dl.